Event description:
Indication: nonfamilial hypogammaglobulinemia, immunodeficiency, unspecified, and selective deficiency of immunoglobulin g[igg] subclasses. Strength/dose/frequency: use as directed to administer hizentra (infuse 14gm (70ml) subcutaneously every week). Patient reported that on (B)(6) 2024 one of the 50 ml becton dickinson syringes had a crack and patient lost hizentra that was transferred. Patient lost medication from 2 of the 4 gm syringes and from 1 of the 2gm syringes. Patient said there were 2 lot numbers on the package 4213208 and 4213235. Patient missed a dose; no adverse event reported; unknown if syringe(s] available for return; unknown if md aware. Reported to (B)(6) by pt/caregiver. Ref report: mw5163604.